Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the physician noted insulation damage on the proximal portion of the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.